Event description:
It was later reported that the svc coil was programmed off.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968-60 implantable pacing lead 2008 (B)(6); 5076-52 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead superior vena cava (svc) coil impedance was out of range high. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).